Event description:
It was reported that during use of the device for a non-clinical activity, the batteries had an unknown issue. There was no patient involvement.

Manufacturer narrative:
The non-clinical activity was during the biomedical technician's check up of the unit. The field service representative (fsr) checked the battery capacity requested by the user facility and the batteries were normal. The user was notified of the correct battery charging technique. The unit operated to the manufacturer's specifications. Per data log review: the system was used on 12may2022 and not used again until 29aug2022. Because the system was powered off so long the battery capacity was at 0. This would cause a red battery icon and red power manager light emitting diode (led). The system began to charge the battery and eventually the battery was fully charged. Battery backup was engaged and all looked normal. The system was functioning normal, the batteries appeared to be good even though proper maintenance was not performed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.